Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Additionally, procedural images were not provided; therefore, the reported event cannot be confirmed. The instructions for use (IFU) identifies clot formation as a potential complication associated with use of the device.

Event description:
It was reported that after web device was deployed, thrombus formed in the parent vessel. Tirofiban was administered and the outcome is "resolved without sequelae on (B)(6) 2020." The event was reported to be without clinical impact and not serious.